Event description:
It was reported that the insulin pump alarmed button error. Buttons were not pressed for longer than 3 minutes and device was not exposed to moisture. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to flattened dome, no crease. No button error alarm noted. Device received with minor scratches on lcd window, cracked case at display window corners and belt clip slot and missing end cap sticker.